Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: evaluation revealed that pump was returned with a dim display- letters have a red hue. Moisture observed in the battery compartment. A leak test was done and failed due to a crack alongside the battery compartment and a crack between display lens and pump seal. Threads on battery cap are stripped and are unable to secure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.